Event description:
Customer reported a washer module lockup when running ortho hcv elisa using ortho summit processor. The last three columns of the plate were not washed and contained conjugate. No error message was generated. An fse was dispatched and he was unable to duplicate the occurrence. Inspection of the instrument determined that a spacer was missing from a connector board, which was replaced as per sop. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.